Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly unresponsive when pressed on the verification screen. The pt's mother claimed that she was able to navigate the pump screens successfully after rebooting the pump; however, the keypad buttons were difficult to press. The reporter claimed that the keypad was intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/down/ok/contrast keypad buttons intermittently responded to user inputs and required excessive force to activate during testing, it was observed that the up/contrast key contacts were misaligned, the contrast key contact was inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination found under all key contacts.